Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed full functionallity testing. The device was recertified and returned to the customer. Review of the device activity logs showed that the electrodes connected had intermittent connection to the shorting plug. The error message displayed was poor pad contact. The device not discharging while in a poor pad contact condition is by design. There were successful 30j tests with the electrodes, as well as shock button presses while charged and in a poor pad contact. State. The electrode pads used during the event were not returned with the device for evaluation. Analysis of reports of this type has not identified an increase in trend.